Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that, the patient¿s spouse contacted support after insulin drops were not observed until a large volume had been pushed during a supply change. The supply change was restarted, and upon removing the supplies, insulin was observed leaking from the back of the cartridge along with dark-colored liquid. The agent recommended changing out all supplies and obtained the lot numbers for the cartridge, infusion set, and connector used. No further assistance was required, and the patient¿s spouse indicated they would call back if additional issues occurred. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.